Manufacturer narrative:
One device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. Error log confirmed that there was a record of the high-pressure alarm occurred continuously during pump operation on july 1, 2024. It confirmed the customer reported issue. Possible, defective downstream sensor seal. Preventively, replaced the downstream sensor seal and performed downstream sensor re-calibration. Device passed functional tests.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the high-pressure alarm occurs frequently. Event occurred while in patient use, during infusion. There was known patient involvement and no patient harmed reported.